Manufacturer narrative:
(B)(4). Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause: no samples or photos were returned for analysis. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported during use the bd autoshield¿ duo pen needle was difficult to operate or not working/functioning. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated the safety patient end did not engage, neither did pen end. Insulin remained in shield, no click heard. The needles red safety ring had not displayed and the shield was still in the fully down position once removed from the skin. As the pen had been horizontal the dose was captured within the shield. Once unscrewed from the pen the safety mech on that end did not deploy.